Event description:
Additional information received from the company representative reported the issue occurred during intra-operative testing. The lead was returned and there were no adverse events with the patient. The patient had a new lead implanted with no impedance issues.

Manufacturer narrative:
Analysis of the lead, lot #va07vdz, found conductor crossover at the distal end. An x-ray picture indicated conductor cross-over by the #3 electrode. The lead was received with the stylet inserted and circuits #0 and #3 were shorted. Circuits #0 and #3 were still shorted with the stylet removed. Impedances between circuits #0 and #3 varied from 2 ohms to open when the lead was slightly flexed at the #3 electrode. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative reported that during implant, a short was found between electrodes 0-3 when impedances were first measured for a stage one procedure. Impedances were measured to be 89 ohms. The lead had an out of box failure. Another lead was used and the issue was resolved. The patient's indication for use is non-malignant pain, peripheral neuropathy, essential tremor, parkinsonian tremor, parkinson's dual, and movement disorders. No patient symptoms were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from the company representative reported intraoperative impedances indicated a short on contact 0-3. There was lead breakage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.